Event description:
Allegedly a pharmacist was giving a vaccination to a pharmacy patient using easy touch fliplock needle. The needle allegedly broke off inside the patient arm when ending the vaccine. The patient allegedly went to the hospital to obtain an x ray and was told that the needle was in the arm.